Manufacturer narrative:
Remove (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked near the cartridge tubing. Additionally, it was reported that an occlusion alarm occurred. Customer reported that the pump fill estimate depleted quickly and customer believed this was related to the leaking cartridge. The supplies were changed to address the event. There was no impact to blood glucose.